Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cannula was clogged. It was determined that the cannula clogged during use and that medication was being used in conjunction with the cannula. The product in question is an oxygen nasal cannula and is not intended to be used to deliver other substances including medications. Based on the investigation performed, the reported complaint was confirmed. It was determined that the product was misused by the customer.

Event description:
Customer complaint alleges "both sides of the lariet were blocked with white powder. They were using a continuous medication through the high flow set up. They realized the cannula was clogged when the pressure relief valve went off at 5-7 l/m." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "both sides of the lariet were blocked with white powder. They were using a continuous medication through the high flow set up. They realized the cannula was clogged when the pressure relief valve went off at 5-7 l/m." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".